Event description:
It was reported that the patient's tie down "popped out of a hole from his old neck incision." A small open wound was found however there was no pus or swelling. It was noted that the patient's vns lead and generator were previously explanted due to infection. The infection report was captured in MFR. Report # 1644487-2012-02150 and the subsequent explant was reported in MFR. Report # 1644487-2013-01581. Further follow-up found that the physician instructed the caregiver on proper wound care and did not plant to take any interventions since there was no new infection occurring. The physician believed that the tie down was left over from the previous device and "worked itself out". He did not know why the tie down extruded so many years after the original explant surgery. No additional relevant information has been received to date.